Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners have caused their top gum to recede and their bottom teeth to not have moved at all.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.